Event description:
It was reported the patient¿s programmer was lost. It was noted the patient was in the hospital because their frequency was set too high. It was reported the patient started having muscle spasms eight days prior to call. It was noted the patient¿s nurses saw that the patient was taking ¿baby steps¿ and called 911. It was reported the patient was hospitalized four days prior to call. It was noted the patient¿s stimulation was off, but wanted to use it to avoid oral pain medication.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. It was stated that the patient had received assistance from a manufacturer representative or healthcare provider and the patient's concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3587a, lot # l33119, implanted: (B)(6) 1994, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1994, product type extension. (B)(4).